Event description:
It was reported the surgeon was attempting to implant the valve when one of the leaflets fractured. Two of the three fractured pieces were retrieved. Additional information has been requested.